Event description:
It was reported the pump had "turned" in the pocket. The pump was revised, and it was re-implanted in a dacron pouch. The hcp stated two of the four suture loops had defective welding points and were bent back into position. The hcp also reported there was a suture attachment problem. The medication being delivered via the device was ziconotide. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).